Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The noise was reproduced with isometrics. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was abraded.